Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address suspected loosening of the femoral component. It was reported that, at the time of the primary surgery, cement had been used on the chamfer of the press-fit femoral component.